Event description:
Immediately after the inferior vena cava (ivc) filter was placed, in the post imaging pictures, it revealed that the inferior vena cava (ivc) legs did not appear to be fully open. The physician took a few more views of the inferior vena cava (ivc) filter and it remained the same. A decision was made to repeat the venacavagram and assess flow past the inferior vena cava (ivc) filter. After this step was done, flow was good and patent through the filter. A decision was made to retrieve the filter for safety reasons, to prevent migration and replace with one of a different lot number.